Event description:
It was reported that the right ventricular (rv) lead triggered a patient alert for high superior vena cava (svc) impedance and a small number of short interval counts (sic). At the lead revision, provocation 1 cm behind the connection showed artifact only on the svc portion of the lead. The lead connection to the device was checked, the lead pin was removed and the device header was cleaned out. The lead was reconnected to the device and there was still artefact on the svc. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.